Manufacturer narrative:
Date sent to the FDA: 04/13/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence. Date sent to the FDA: 04/13/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon ¿identified previous mesh/plug outside of the internal ring located along the cord. Approximately 75% of the mesh plug was removed. Doctor was concerned further dissection would compromise blood supply to the testicle. After removal of the mesh hernia system mesh, the defect was repaired using a suture anchoring onlay mesh.¿ it was reported that the patient experienced pain. No additional information is provided.